Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event has occurred since about mid (B)(6) 2024. The event occurred within 3 hours of insertion. The infusion set was inserted in thigh. Blood glucose level reported during the event was 564 mg/dl. Ketones were also present. Patient takes manual injection and replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 9.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-31237. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6005958 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been evaluated. The batch 6005958 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found kinked upon removal from infusion site complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: visual test according to wi version 3 on reference samples, 10/10 samples passed the test. On the functional air flow test, according to wi version 2 was performed and 5/5 samples passed the test. Five reference samples were not able to be test for flow due to the samples were used in a special investigation. A batch record review was conducted resulting in the following: packaging lot: the lot 6005958 was manufactured according to the wi version 111 manufactured in the line l-5, on 12/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 11-aug-2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6005958 and no other more complaints has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other more complaints was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.